Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease flat, white particles in the shell, opening on radius, , opening on valve and wear abrasion. Leak test and microscopic analysis was performed which identified: crack opening on valve and striated opening on radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Striated opening assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.